Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the dialysis unit in the three months prior to the complaint occurrence date. There were no lots delivered form the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a major blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The physician was notified of the event and the patient's blood was not returned per physician's order. The patient was restarted on the same machine and treatment completed successfully. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a major blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The physician was notified of the event and the patient's blood was not returned per physician's order. The patient was restarted on the same machine and treatment completed successfully. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.